Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, on (B)(6), 2011, surgical intervention was required to treat a cerebrospinal fluid leak. A lumbar drain was also placed at the time of surgery. The patient is reportedly doing well as of the date of this report, (B)(6), 2011. The implanted device remains.